Event description:
It was reported the colonovideoscope had growth of organisms during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: suction & biopsy, bacterial identification: a growth of raoultella ornithinolytica, a growth of pseudomonas aeruginosa, a growth of escherichia coli. Sampling date: (B)(6) 2025, sampling from: endoscope rinsing and brushings. Bacterial identification: citrobacter koseri 10-100cfu/ml, pseudomonas aeruginosa 10-100cfu/ml, escherichia coli <10cfu/ml. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.